Event description:
The graft apparently leaked serum through the wall after being implanted. The dr took the graft out before closing pt and replaced it without incident. There was no impact to the pt.